Event description:
It was reported that the patient presented for remote follow up via merlin.net with a stored episode of myopotential oversensing recorded by the implantable cardioverter defibrillator (ICD). No programming changes were recommended or made. The patient was stable throughout.